Event description:
According to the rptr: during preparation for surgery, a white piece of the tip of the device broke off, because the seal was torn. Not used for pt. A new instrument was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
(B)(4).